Manufacturer narrative:
The harmonic ace curved shears instrument was received and failure analysis found the instrument to have a blade broken. The blade broke at roughly the base. A piece approximate measuring 0.552" x 0.085" in size was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, while using the harmonic ace curved shears instrument, an instrument blade broke off and fell inside the patient. The broken blade was removed with an unknown forceps instrument during the same surgical procedure. It was confirmed that the fallen blade was not chipped after removal. The patient has not returned to the hospital due to experiencing any post-surgical complications. The procedure was completed robotically as planned.